Event description:
Prior to an anterior lumbar interbody fusion surgery, while testing a synfame retractor holder on the back table, the screw that holds it together fell out. Now, it won¿t hold a retractor blade. The screw wasn't located. There was no patient interaction and no patient harm. An alternative retractor was used. There was no surgery delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.